Manufacturer narrative:
(B)(4): final analysis showed a high battery resistance. Bench testing (bct) logs showed a voltage drop of .50volts. The battery resistance waveform test showed a high resistance of 1470 ohms. Low battery resets were seen during analysis.

Event description:
It was reported that there was a prophylactic replacement of the pump to avoid in-vivo battery depletion. There were no reported patient symptoms and no issues post-replacement. The pump infused baclofen (lioresal) 2000mcg/ml, 659mcg/day.